Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The missing plateau retaining screw in the packaging cannot be confirmed because the complaint sample together with the original packaging was not available for internal examination. In order to exclude a systematic error, articles of the follow-up orders were checked - no articles with missing plateau retaining screws were identified here. The cause of the missing plateau retaining screw cannot be conclusively determined. The responsible employees were sensitized to this error and re-trained in the valid work instructions. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: the package did not contain a plateau retaining screw. A spare parts set 15-0027/43 was opened to complete the implant placement.